Manufacturer narrative:
Method - the device has not been returned to maquet cardiovascular for investigation. We will continue pursuing the device being returned by the customer. A supplemental report will be submitted if the device is received and the investigation is completed. A lot history record review was completed for the product. There was no nonconformance which could have contributed to this failure mode. Internal file number - (B)(4).

Event description:
The hospital reported that during an endoscopic vessel harvesting procedure, the vasoview hemopro 2 device started working intermittently. The procedure was 99% complete, when the device would shut down after about 1-2 seconds. The user waited 30 seconds, activated again, and it was still intermittent. The user does not believe it was the safety shut down occurring, and had not experienced the safety shut down prior to this occurring. The cord was changed, but the problem persisted. A new kit was then used to complete the procedure. There were no patient effects. The product is returning.